Event description:
It was reported that pump display only partially lit up and affected ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.